Manufacturer narrative:
Analysis was unable to verify button keypad unresponsive due to the insulin pump was received with bleeding and cracked lcd glass. However, no corroded keypad traces. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, scratched reservoir tube window, cracked end cap and cracked case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was not performed. The device was returned for analysis.